Manufacturer narrative:
The customer service engineer (cse) replaced the graphical user interface (gui) central processing board (cpu) and installed rev ag software. The device was calibrated, extended self testing (est) and short self testing (sst) was performed, pvt. The device passed all testing, including performance verification testing (pvt) according the manufacturing specifications. Covidien reference: (B)(4).

Event description:
A report was received from the USA that the device had a graphical user interface (gui) inoperable. Error code. There was no information available related to patient involvement or the date of the event.